Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer's blood glucose was 162 mg/dl. Customer stated they had dropped their insulin pump into the pool. It was found the insulin pump had fluid under the lcd display. Customer did not observe cracks or any other issues with their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No blank display was noted. The insulin pump had traces of moisture at the mother board and interface board per visual inspection. The insulin pump also had minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.